Event description:
Boston scientific received information that while the patient implanted with this pacemaker was in the intensive care unit for an unrelated reason, ap-vp was observed at the max sensor rate of 130 beats per minute (bpm). The pacing resolved when the minute ventillation (mv) feature was programmed off. Boston scientific technical services (ts) discussed mv interaction with hospital equipment. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.